Event description:
It was reported that the patient underwent a sling procedure, and that the catheter would not hold pressure. The surgeon had to use additional fluid to maintain pressure, but it is unknown how much additional fluid was used. The procedure was successfully completed. Small "drips" of fluid were noted coming from the catheter, after the balloon was removed from the patient. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.